Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were experiencing more retention than normal. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. No device issue was reported and no further patient complications have been reported as a result of this event.